Event description:
It was reported that during implant, the tined fixation right ventricular (rv) lead was exhibiting high impedance. The lead was repositioned but the high impedance continued. The lead was removed and replaced with a screw fixation lead and produced more acceptable impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.